Event description:
User facility reported to (B)(6) that there were two incidents where the bur head broke off of the shank and went in patient's mouth, 1 patient required an x-ray because they couldn't locate it and the other one they were able to suction it out.

Manufacturer narrative:
Testing was performed on returned devices. Results showed that all returned devices performed within specifications. No other complaints from this lot have been received.